Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer did report symptom of being unresponsive. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bathroom. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 121 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Previously the customer had a kidney transplant, her hematocrit was 26.9% and she was diagnosed with anemia. Meter was giving her e-0 (once the blood is absorbed) last night and customer could not obtain a reading. This morning, (B)(6) 2018, sister woke up and customer was unresponsive and the paramedics were called. Paramedics meter read lo and she was taken to the hospital on (B)(6) 2018 (bgr at hospital is unknown). Customer was diagnosed with hypoglycemia and was treated with IV drip. Customer is currently admitted in the hospital and feels physically well at time of call. Customer has not used the meter since.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-78- user hematocrit low. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did report symptom of being unresponsive. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the bathroom. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 121mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Previously the customer had a kidney transplant, her hematocrit was 26.9% and she was diagnosed with anemia. Meter was giving her e-0 (once the blood is absorbed) last night and customer could not obtain a reading. This morning, (B)(6) 2018, sister woke up and customer was unresponsive and the paramedics were called. Paramedics meter read lo and she was taken to the hospital on (B)(6) 2018 (bgr at hospital is unknown). Customer was diagnosed with hypoglycemia and was treated with IV drip. Customer is currently admitted in the hospital and feels physically well at time of call. Customer has not used the meter since.